Manufacturer narrative:
Patient code: no known consequences reported. Device code: no known device problem. Blank fields on this form indicate the information is unknown or unavailable. The event is currently under investigation.

Event description:
It is alleged that patient received a cook gunther tulip on (B)(6) 2007 at (B)(6) medical center in (B)(6) by (B)(6). It is alleged that patient was injured without further explanation. Patient is also seeking punitive damages. Medical records have not been provided. Patient outcome was not provided.

Manufacturer narrative:
(B)(4). **** event evaluation **** we have investigated based on the information received to date, and are closing the report until further information is received for investigation. If additional information is received, the report will be re-opened for further investigation.

Event description:
It is alleged that patient received a cook gunther tulip on (B)(6) 2007 (B)(6). It is alleged that patient was injured without further explanation. Patient is also seeking punitive damages. Medical records have not been provided. Patient outcome was not provided.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on (B)(6) 2016 as follows: the plaintiff allegedly received the filter implant via right common femoral vein on (B)(6) 2007 due to trauma and multiple injuries resulting from fall. An unsuccessful retrieval attempt allegedly occurred on (B)(6) 2007. The plaintiff alleges tilt, device unable to be retrieved, and anxiety.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "tilt; device unable to be retrieved; anxiety¿. Unknown if the reported ¿anxiety¿ is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.